Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 20 mg/dl at the time of the incident. The customer was given intravenous glucose and glucagon to treat. The customer experienced symptoms such as vomiting. The customer was wearing the insulin pump during the incident. The customer was having problems reading the pump display. The customer went low as they were trying to set the date and time and hit the wrong button. Troubleshooting was not completed as the customer declined. The customer also got a high that was related to air bubbles in the tubing. The customer used the pump to treat the high. The insulin pump will not be returned for analysis.